Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjav insulin with the pump. Tandem customer technical support informed customer that lyumjav insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer¿s blood glucose level.